Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module manifold. The oxygen blending module manifold was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module manifold failing was due to it being contaminated with debris.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blender manifold assembly was replaced to address the issue.